Event description:
It was reported that this right ventricular (rv) lead dislodged. Subsequently, surgical intervention was performed to reposition this lead which is working normally. This lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.